Event description:
Stapler locked up and would not open or straighten after the first firing during a hand-assisted laparoscopic (hal) subtotal colectomy. The stapler was removed along with the trocar and it was replaced with a new stapler which had no other incidents. Manufacturer response: for ethicon stapler (per site reporter) they are going to replace the item.